Event description:
The facility representative contacted a baxter (B)(4) technical services to report a flo-gard infusion pump with failure code f-94; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of the flo-gard device with failure code f-94 was confirmed over the phone by service. This device was not sent in for evaluation. The cause was identified to be defaulted date and time settings. The technician was able to instruct the customer (step-by-step) as to how to eliminate this alarm by resetting the time and date. A follow-up report will be filed if any additional details become available.